Manufacturer narrative:
Insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant flashing white light on the display. Pump received with cracked and bleeding lcd glass, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was broken, no display, spring of the battery compartment damaged and cracks in other parts of insulin pump. No harm requiring medical intervention was reported. Customer had car accident and insulin pump was broken. The insulin pump will be returned for analysis.